Event description:
It was reported that during the implant attempt, it was not possible to inset a competitor lead into the device. Multiple attempts were made, without success. The device was not used, and another device of the same model was attempted, with the same results. The second device was also not used, and a competitor device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during the implant attempt, it was not possible to inset a competitor lead into the device. Multiple attempts were made, without success. The device was not used, and another device of the same model was attemped, with the same results. The second device was also not used, and a competitor device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.